Manufacturer narrative:
Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.

Event description:
It was reported that saline was leaking at the handle.